Event description:
A surgeon reported a pt with an unexpected postoperative refraction with residual astigmatism following bilateral intraocular lens (iol) implant surgery. One day post operatively, 2+ corneal edema was noted which resolved with medication. Also, a posterior vitreal detachment occurred for the left eye. No further info is expected. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in lot the number. Medical records were received at the time of the initial report. No further info is expected. (B) (4). (B) (4). (B) (4).